Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue involved a broken/loose black cable, it was probably a full cable breakage with exposed wire due to damaged insulation. It was unknown if there was any loss of cautery associated with the broken cable since the surgeon did not use the instrument's cautery after it broke. There were no fragments missing from the distal end of the instrument that entered the patient¿s body. Also, the instrument jaws could not be closed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the scissors being broken was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.